Event description:
It was reported that while using a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube, overfilling occurred. This event occurred on 2 occasions. There was no report of patient impact. The following information was provided by the initial reporter: I take the liberty of contacting you because I have noticed a problem with the filling of the tubes citrate 2.7 ml ref 363048. The tubes fill too much.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0275706. Medical device expiration date: 2021-06-30. Device manufacture date: 2020-10-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd vacutainer¿ 9nc 0.109m buffered trisodium citrate plus blood collection tube, overfilling occurred. This event occurred on 2 occasions. There was no report of patient impact. The following information was provided by the initial reporter: I take the liberty of contacting you because I have noticed a problem with the filling of the tubes citrate 2.7 ml ref 363048. The tubes fill too much.